Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device remains implanted, no further investigation can be performed. Nevertheless, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown.

Event description:
The manufacturer received information on the events through the published paper 'sutureless aortic valve and pacemaker rate: from surgical tricks to clinical outcomes' by ferdinand vogt and al. This paper reports a cumulative analysis, spanning from july 2010 to december 2017, of the pacemaker dependency after sutureless avr with the perceval prosthesis. In the retrospective analysis (july 2010-december 2017), a total of 512 patients received a perceval sutureless bioprosthesis. As part of the perceval implant procedure, post-ballooning is carried out with the size-dedicated balloon which is inflated to 4 atm of pressure for the duration of 30 s. However, since 2014, the centre started using an inflation pressure of 1.5-2atm. Thirty-two patients had already ppm implanted before the operation and were excluded from the analysis. Of the remaining 480 patients, 39 patients received a new ppm (8.1%) postoperatively during hospitalization for avr. Mean-time from operation to ppm implantation was 9.8±3.3 days. Of these 39 patients, 23 patients come from the early series at high-pressure ballooning (4 atm) and the 16 patients from the series at low-pressure ballooning (2 atm). After a follow-up period of 35 months, 22 patients (56.4%) were still pacemaker-dependent and represented the 'permanent avb' group. In contrast, 17 patients (43.6%) representing 'reversible avb' recovered from pacemaker dependency over time with a documented stable sinus rhythm in 11. No patient experienced any complications at follow-up due to the implanted pacemaker. This event was already submitted under the medwatch report ID 3004478276-2019-00143. As the serial number of the devices were unknown at that time, only one cumulative report was submitted. On 15 may 2019, the manufacturer received the serial numbers of the devices involved in the 39 cases of pacemaker implant. This case is associated with one of the patients from the 'permanent avb' group (still pm dependent at follow-up).